Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the yellow foreign material inside the objective lens, the cause was due to the presence of material that should not be present or part of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited yellow foreign material inside the objective lens. There was no patient involvement.